Manufacturer narrative:
Product evaluation: the lens was returned. Solution is dried on the lens. The optic is split/cracked through the central optic zone. This damage may have been interpreted as the reported complaint of 'scratch over the lens center'. There are no scratches observed. The reported complaint was not observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. (B)(4).

Event description:
A physician reported that before an intraocular lens (iol) implant procedure, when lens was removed from the transport box, it had visible scratch over the center. The lens was not implanted into eye. Another lens was used for implantation. Additional information was requested.